Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was able to confirm the reported complaint. The on/standby switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a system reset error during a case and required the unit to be rebooted. There was no report of patient injury.